Manufacturer narrative:
Analysis found shaft damage. The balloon catheter was returned in a deflated state. Blood was present in the balloon and distal outer. The system was pressurized in the product analysis lab to locate the leak. The balloon was then inspected under magnification. A balloon pinhole was confirmed in the balloon wall located .05 centimeters distally from the edge of the proximal marker band. Microscopic examination of the area surrounding the pinhole did not reveal any irregularities in the balloon material which would have contributed to the formation of the pinhole. No issues were noted with the balloon material and with the ro markers that could have contributed to the burst. The catheter was inspected for shaft damage. Compression damge was observed in two locations. The first is 1 centimeter long starting from 7.5 centimeters proximally from the distal tip and the second is 13.5 centimeters proximally from the distal tip, measuring .05 centimeters in length. Visual and microscopic examination of the material surrounding the damage did not reveal any inherent deficiencies that would have contributed to the incident. It was not possible to determine how or when the damge occurred. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
Same case as: 2134265-2009-02204, 2134265-2009-02206. It was reported that during a percutaneous transluminal coronary angioplasty (ptca), a balloon rupture and vessel dissection occurred. The 90-95% stenosed lesion being treated was located in the non-tortuous heavily calcified mid left anterior descending (lad) artery. The physician attempted to predilate the lesion with a 2.5x12mm maverick2 balloon, but the balloon ruptured when inflated to 9atm for 2 seconds. The physician felt the rupture was due to the heavily calcified lesion. A dissection was noted and a 2.50x12mm taxus express2 stent was inserted but would not cross the lesion. The stent delivery system was then removed and a 2.5x12mm quantum maverick balloon was then placed across the lesion and inflated to 20atm for 15 seconds. The balloon was removed and the 2.50x12mm taxus express, that did not cross previously, was then successfully deployed at the target site, a small dissection was still noted just distally to the deployed stent, so a 2.50x8mm taxus liberte stent was successfully deployed. No dissection was visible. This completed the intervention and the patient was later discharged with no further complications during or after procedure. No patient complications were reported. Patient status reported as "good".